Event description:
Patient was revised to address infection. Update: litigation papers received 11/15/2013. There is no additional information that would affect the outcome of this investigation. The complaint has been updated on 12/9/2013. Update rec'd 2/24/2014- pfs and sticker sheet received. Part/lot was provided. There is no new additional information that would affect the existing MDR decision. The complaint was updated on: 3/25/2014 update has been electronically attached to the complaint document.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the provided product and lot combinations. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated.depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.